Event description:
The patient was enrolled in the watchman champion-af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that the patient experienced a stroke. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 35 mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 27 mm. There were no complications that were reported to have occurred. The patient was discharged from the hospital on a medication regimen of rivaroxaban (20 mg /day). On (B)(6) 2024, 125 days post procedure the patient was reported to have presented to the hospital with stroke symptoms of discoordination, experienced tingling, and weakness in the limbs. The patient was admitted to the hospital for further evaluation. Computed tomography (CT) angiography of the head and neck was performed and revealed no hemodynamically significant stenosis or aneurysm seen in intracranial circulation. Moderate atherosclerotic calcification involving bilateral carotid bulbs and origin of bilateral internal carotid arteries with 50-60% stenosis involving proximal left internal carotid and 70-75 % stenosis involving proximal right internal carotid artery. On (B)(6) 2024, an MRI of the brain without contrast was performed to rule out a cerebral vascular accident (cva). The MRI revealed mild to moderate sized embolic right middle cerebral artery (mca) distribution infract with very subtle associated cytotoxic edema and chronic left sided sinus diseases. Based on MRI findings, the patient was diagnosed with an acute embolic stroke. At the time of the event, the patient was on medication regime of rivaroxaban (20 mg /day). Patient status on (B)(6) 2024, the event was considered to be resolved and the patient was discharged to home on aspirin (81 mg / day) and was recommended to start clopidogrel (75 mg/ day) from (B)(6) 2024.